Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Device remains implanted in patient.

Event description:
A report was received that the physician was unable to put the ipg into MRI mode due to battery depletion. The ipg was removed from the patient and charged for 20 minutes and then placed in MRI mode and reimplanted into the patient. The patient has recovered and the ipg is functioning as expected.